Event description:
This patient experienced restenosis of a cypher stent (unknown catalog and lot number). This required revascularization via balloon angioplasty. No additional information is available or forthcoming.

Manufacturer narrative:
Please note that this unknown cypher sirolimus-eluting stent is not sold or distributed in the united states, however, it is similar to a united states cypher sirolimus-eluting stent. Additional information will be submitted within 30 days of receipt.